Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the symptom of meal button would not deactivate on the bravo recorder. Additionally, the study had a high baseline associated with the bravo recorder malfunction. There was no patient or user harm due to the alleged malfunction but a repeat procedure will need to be performed. The customer reports the patient is doing well. No known adverse events were reported.